Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by the customer. The ventilator's software was re-loaded to address the issue.